Event description:
Add'l info rec'd from rptr 7/25/00: both breasts getting harder, am stiffness, myalgias, gi disturbances, sleep problems, hot flashes, memory problems, visual problems, dizzy spells, sun and chemical sensitivity, costochondritis, weight gain, easy bruising and dyspareunia. Pt status post bilateral subglandular periareolar gels.